Manufacturer narrative:
Date sent to the FDA: 04/21/2011. (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This event was initially reported in medwatch report # 1221934-2011-00173 in error. Please disregard medwatch report # 1221934-2011-00173 as it was submitted error.

Event description:
It was reported that a patient underwent an eye lid surgical procedure on an unknown date. Granuloma formation was observed. Beneath the knot of the lower eye lid approximately one week post-operatively. The surgeon opines that suture absorption did not occur during scheduled time, as the past knots just fell off. The patient was treated with cortisone ointment with not much success.